Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 27 mmol/l with blurred vision, dizziness, sluggishness, and dry mouth. The reporter indicated that the time and date had reset to (B)(6) 2014 during a battery changed and the reporter had inadvertently set the time switched between am and pm. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect setting of the time on the insulin pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: a review of the pump black box history showed that the pump time and date was resetting to default within 7 minutes of the pump powering off. A manual time/date change was observed in the pump from (B)(6) 2014 23:42 to (B)(6) 2014 11:42. During testing, the pump was exercised for 24 hours and was left without power for 6 hours; the pump time and date was found to reset to default when the pump was powered on. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump cover was removed and visible inspection confirmed the internal battery clock battery was leaking.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.